Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had a battery failure. Replacement of the battery was recommended. It is unknown if there was patient involvement at the time the issue was discovered. There was no report of patient or user harm.